Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost 3 months after the dental implant was installed in intraoral region #21, the dentist performed its removal because the patient was feeling pain. The implant was adequately osseointegrated, but the patient was in pain.